Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ¿high¿ blood glucose level (value not provided) and diabetic ketoacidosis. The customer was transported by paramedics to the hospital where the customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy.